Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission showed episodes of inappropriate automatic mode switch recoded by the implantable cardioverter defibrillator. The episodes were caused by far field r wave over-sensing. No patient symptoms were reported. Further information was requested but not received.